Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that the only info available was that the tlc55 misfired. It is unknown how the case was completed. There was no consequence to the pt.